Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received a constant tone alarm. The customer attempted to remove the battery to resolve the issue but after reinsertion the constant tone recurred. The patient's blood glucose at the time of incident was 127 mg/dl. Troubleshooting was initiated for the constant tone alarm. The constant tone did not clear after pressing esc or act. The customer was advised to remove the battery for two hours, insert a new battery after resting the device, and rewind and reprogram the device. The customer was advised to monitor the insulin pump and call back if the tone continues. No products were returned or replaced.